Event description:
A doctor reported glistenings and decrease in visual acuity after intraocular lens (iol) implantation in one patient. Additional info has been requested. The reporter was not willing to provide further details. This is one of two medical device reports being filed for the same patient. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional info has been requested. The reporter was not willing to provide further details. (B)(4).